Event description:
The hearing aid user complained to the audiologist that he had recurring ear infections and drainage whenever he wore the hearing aids. He said he was being treated by a doctor with ear drops.